Manufacturer narrative:
Event occurred on an unknown date in 2022. This report is for an unknown foot screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the sales rep was notified that the surgeon will be removing unknown hardware from a foot and performing an osteotomy and fusion on an unknown date. There is no further information available. This report is for one (1) unk - screws: foot. This is report 2 of 2 for (B)(4).

Event description:
It was reported that on an unknown date, the sales rep was notified that the surgeon will be removing unknown hardware from a foot and performing an osteotomy and fusion on an unknown date. There is no further information available. This report is for one (1) unk - screws: foot. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Event occurred on an unknown date in 2022. This report is for an unknown foot screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.